Event description:
An infusion of xigris delivered sooner than expected. Channel c was reported to be programmed at 10.3 ml/hour. Channel b (unknown solution) was reported to be programmed to infuse at 100ml/hr. After approx two hours, the 200ml bag of xigris was empty. After checking the event history, on channel c, the biomed found it to have infused approximately 21ml and on channel b, the biomed found it to have infused approximately 200ml. The patient was monitored, and no patient injuries or medical interventions were reported to have occurred.